Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user experienced a low blood glucose (bg) event with a lowest blood glucose (bg) of 62 mg/dl. The user reported passing out during the event, which occurred after failing to announce a meal and subsequently receiving corrective insulin from the ilet. The user later treated with smarties and blood glucose (bg) stabilized. Blood glucose (bg) was corrected with smarties. The user's reported symptoms included tiredness, lethargy, and incoherence for 48 hours following the event. No outside assistance, emergency medical services, or healthcare provider involvement occurred.